Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to leaflet tear, rapid heart failure and high pulmonary edema. The valve was replaced with a perceval s valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to a leaflet tear, rapid heart failure, and high pulmonary edema. The leaflet tear was confirmed, all three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflets 1 and 3. A single calcifications was present in leaflet 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear and fold could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.